Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. The unit was returned to sorin group (B)(4) for evaluation. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residual and biofilm in several locations, especially on the pumps and the cooling coils. A deep disinfection process was performed on the unit and the internal tubing was replaced. Subsequent functional testing found no further issues. A technical safety inspection was successfully performed and the unit was returned to the customer with no growth (0cfu). Based on the obvious biofilm found in the water circuits of the returned device, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection procedure outlined in the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 961109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement.